Event description:
According to the reporter, during a video-assisted thoracoscopic surgery (vats) esophagectomy, after the firing was completed and after the jaws were opened to release the tissue, the articulation did not return to its original position, and it was difficult to return the articulation to its original position, that caused damage to the lock ring. It was also reported that the reload was difficult to unload. The articulation was forcibly corrected and the trocar was removed along with the stapler. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm (lot#unknown); sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)); sigpshell, sig power sigpshell control shell (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.